Manufacturer narrative:
Manufacturer evaluation of the instrument logs provided showed that bottle 3 (ethanol) was not in contact with the corresponding sensor for approximately 5 minutes and 12 seconds from 12:39pm on (B)(6) 2021, which is sufficient time to replace the reagent in this bottle. At 12:45pm on (B)(6) 2021, a user affirmed in the instrument graphical user interface (gui) that the ethanol concentration in bottle 3 was to be set to the default value of 100%. The properties of the reagent in bottle 3 prior to these user actions were recorded in the instrument logs as: ethanol concentration=73.7%, cycles=59, cassettes=2858, days=60. The information provided by the complainant on 30 september 2021 details that a use error occurred during replacement of the reagent in bottle 3 (ethanol), in which a user incorrectly replaced the reagent in this bottle with 70% ethanol rather than 100% ethanol; and the instrument logs confirmed that a user affirmed in the gui that the reagent concentration was to be set to the default value of 100%. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. The reagent with the highest concentration is always used for the final processing step of a reagent group or type, before changing to another reagent group or type. Consequently, the reagent in bottle 3 (ethanol) which had an ethanol concentration of 70% due to the use error when replacing this reagent detailed above, was used for the final dehydration step of the "2 hour" protocol started in retort a at 13:17pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the patient tissue samples being processed, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Investigation of this complaint found that the instrument functioned as designed during execution of the "2 hour" protocol started in retort a at 13:17pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. Based on the information provided by the complainant that a user had replaced the contents of bottle 3 with 70% ethanol in error and then reset the reagent concentration to the default value of 100%, it was determined that the root cause of the reported sub-optimal processing of patient tissue samples was a use error, which occurred between 12:39pm and 12:45pm on (B)(6) 2021 when replacing the reagent in this bottle. The available information indicates that manual replacement of the reagent in bottle 3 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems and reported the following in relation to peloris rapid tissue processor serial number (B)(4): "the user placed 70% alcohol in bottle 3 instead on 100% alcohol. Tissues were under processed. User replaced the reagent with 100% alcohol in bottle 3 and performed a test run. The test samples are fine,unit is not in use". The leica field applications specialist - core histology, northeast documented that the patient tissue samples exhibiting sub-optimal processing were derived from the "2 hour xylene" protocol, which started at 01:00pm on (B)(6) 2021 and completed on 04:07pm on (B)(6) 2021. The tissue type(s) and size(s) of the affected patient samples were not provided. On 14 october 2021, leica biosystems (B)(4) received the following information from the leica field applications specialist-core histology, northeast: "after reprocessing all case [sic] were diagnosable and was [sic] signed out."